Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma at the implantable cardioverter defibrillator (ICD) pocket site. The pocket was opened, cleaned and the incision was closed. The hematoma still presented itself and the physician decided to remove the entire ICD system. No further patient complications have been reported as a result of this event.